Event description:
The customer reported the fluoroscopic image was blurred effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier high voltage power supply was evaluated and replaced. G1, g2, and g3 were all adjusted as part of the service event. The system was tested and found to be working as intended and returned to service.